Manufacturer narrative:
An event of constrained shape of the device during procedure was reported. The device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported event could not be conclusively determined. It is possible that patient condition and/or procedural conditions (valve movement during recapture) contributed to this event. However, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was selected for implant using a large flexnav delivery system via the carotid approach. The patient's native valve annular dimensions were 23 - 29mm, perimeter 79. During implant, in one view, the valve appeared very constrained. Patient anatomy interference was not observed. The valve was recaptured a few times; however, the shape did not improve. The valve was not re-sheathed more than twice. Pre-dilatation had not been performed prior. Therefore, the valve was removed from the patient and pre-dilatation was performed with a 23 valver. Since the valve had been removed from the patient, a new 27mm navitor valve was prepared along with a new large flexnav delivery system. During implant of the second valve, the valve appeared less constrained than the first. It was noted that there was "a big rock of calcium on the non-coronary leaflet that was causing" the constrained shape. The second valve was successfully implanted. Post-dilatation with the same balloon was performed to expand the valve. The patient was reported to be in stable condition.